Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to surgical procedure. The surgeon recommended the patient back off of pt intensity to allow the body to recover from the tendinitis exacerbation that appears to be inhibiting rom. As the complaint indicated a post procedure complication occurred, it can be implied that medical intervention in some form was implemented. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref110017187 lot 6279288 g7 neu +5mm arcomxl lnr 36mm g. Ref 12115121 lot 2971339 head. Ref 51104160 lot 6531097 stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a month after initial left total hip arthroplasty the patient suffered from iliopsoas bursitis . The patient was placed on prescribed nsaids and steroids and instructed to decrease physical therapy intensity at this time. Attempts were made to obtain additional information; however, none was available.